Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction complaint number 3003898360-2019-00984 is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that the first two were working normally, but then the clip came out in pieces. There was no reported patient harm.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. No clip was in the first position of the channel. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Multiple attempts were made with the same result. The sample was disassembled to inspect the internal components. It was found that the yoke was broken at the pin position. The sample was received with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The bent rotation tab and the broken yoke are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip came out of pieces" was not confirmed based upon the sample received. The sample was received with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. However, a defect was found as the device was returned with the rotation tab bent , and the yoke broken at the pin position. The bent rotation tab and the broken yoke are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, which appears to be what the reported complaint issue is about. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1800333 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first two were working normally, but then the clip came out in pieces. There was no reported patient harm.